Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported my medsun patient independently ambulated to the bathroom. Patient called and reported his IV was leaking. Upon assessment, small crack noted in the hub where the clave is attached. Fluids were noted to be leaking from this crack. IV fluids stopped and disconnected. Assessed by IV rn, primary rn, and md. Deemed unfixable and needed to be removed and replaced to prevention infection risk. No other information was provided.

Event description:
It was reported my medsun patient independently ambulated to the bathroom. Patient called and reported his IV was leaking. Upon assessment, small crack noted in the hub where the clave is attached. Fluids were noted to be leaking from this crack. IV fluids stopped and disconnected. Assessed by IV rn, primary rn, and md. Deemed unfixable and needed to be removed and replaced to prevention infection risk. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked hub is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo extension leg was returned for evaluation. An initial visual observation of the photograph showed the damage to the purple hub of the powerpicc solo. The proximal end of the purple hub was observed to have a crack that extended toward the middle of the hub. Red tinted fluid residues were visible in the luer connector and on the exterior of the hub. No obvious damage could be seen to the extension leg tubing. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.